Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments, analyzed and the outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo. The outer insulation of the lead developed cosmetic esc (environmental stress cracking) while in vivo. The outer insulation of the lead was observed to have blood ingression. Concomitant medical products: 694965 lead, implanted: (B)(6) 2005; 407652 lead, implanted: (B)(6) 2005. (B)(4).

Event description:
The lead was returned to the manufacturer, analyzed and tested out of specification. No further patient complications have been reported as a result of this event.